Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported, there were multiple patients listed and a one to one correlation cannot be made without unique device serial numbers. The baseline gender/age/weight of the patients represented in the article is male/71 years old/67 kg. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: direct his bundle pacing in routine clinical practice cardiovascular medicine 2018; 21 (10): 249¿254. Doi.org.10.4414/cvm.2018.00581. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a lead implanted for his bundle pacing (hbp). The authors described their initial experience with the outcomes of hbp implantation. There were seventeen hbp failures, five selective hbp without correction of left bundle branch block, there were three cases of unsuccessful fixation, and three where the lead displayed high threshold. The complications noted were transient complete atrial-ventricular block in three patients and one right bundle branch block. Additionally, a deflectable catheter was unsuccessfully used in four patients and there was one failure with the guiding catheter. The status/disposition of the leads is not known and there was no indication of treatment/resolution. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.